Event description:
It was reported that pump experienced malfunction with code malf 12, and caller stated no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, performed reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if problem returned.